Event description:
It was reported that approximately two years prior it had been elected to swap the right ventricular (rv) lead and left ventricular(lv) lead pace/sense connectors in the device header. Recently the lv lead began having oversensing and noise and the patient was experiencing rv pacing inhibition. It was decided to cap and replace the entire rv lead. The lv lead was reconnected to the lv port and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2005, 6949 implantable defibrillation lead (B)(6) 2005. (B)(4).